Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210, serial/lot #:(B)(6); product ID: bi71000135, serial/lot #:(B)(6); product ID: bi71000138, serial/lot #: (B)(6) ; product ID: bi71000159, serial/lot #:(B)(6) ; product ID: bi71000138, serial/lot #: (B)(6): h3) the manufacturer representative went to the site to test the imaging system. They replace the door side covers, lower door cap and inner saddle covers. System working as expected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively for a cervical spine procedure. It was reported that the site was unable to open the gantry while a patient was inside during a confirmation spin. The field representative (rep) said that when pressing the gantry open button the detector was turning but not opening. It then prompted the user to complete the motion calibration. They were able to press the emergency open button on the side of the image acquisition system (ias) to open the system. The site also reports that the dongle was loose. No impact to the patient's outcome. There was a surgical delay of less than one hour.